Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the foreign material could not be removed even with proper reprocessing due to physical damage to the equipment. The definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. After checking the contents of the instruction manual for the bf-uc260fw, the reprocessing method is described in the following section. Chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection, and sterilization procedures. The reprocessing ability of the device is guaranteed when the reprocessing procedures are followed according to the instructions for use (cleaning, disinfection, and sterilization). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope exhibited foreign material coming out of the channel tube. There were no reports of patient involvement.